Manufacturer narrative:
The evoke scs system was not returned to saluda. The root cause of the reported weakness in the extremities cannot be definitively determined. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include weakness, clumsiness, numbness or pain below the level of lead implantation and the patient may require surgery (including revision, explant, and replacement) as a result".

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported weakness in their extremities. The physician suspected the symptoms could be attributed to narrowing or pressure on the cervical spine. The evoke scs system was subsequently explanted. The evoke scs system was confirmed to be functioning as intended prior to the explant.